Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
On 10/09/2024 additional information was received by an arthrex subsidiary employee via email who stated that the procedure performed was a shoulder arthroscopy. The ablator melted one of the tips, the melted material came loose and stuck to the optical system. Photos are attached. An arthrex rep was not present during the procedure. The ablator was only in use during the beginning of the procedure. The patient's bone quality was good. There was no instrument used to prepare the bone socket. Not all fragments were able to be removed from the patient. The procedure was completed without any delay or need for additional anesthesia.

Event description:
On 10/01/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9803a-90 arthrex coolcuts tip broke off. This occurred during use. There was no additional information was provided, and additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause(s) of the reported failure can be user error, such as misaligned insertion, prying/leveraging, and/or applying excessive force on the device during use. Direction for use. Dfu-0088-2 at revision 0. Monopolar ablation probe. Section c. Contraindications. 2. Use during an arthroscopic procedure without a conductive irrigation solution. Section d. Adverse effects. 3. Premature probe tip wear may be caused by vigorous use against bony surfaces. Section f. Warnings 4. Do not use non-conductive irrigation fluids (sterile water, air, gas, glycine, purisole, sorbitol-mannitol, etc.). 6. Do not insert or withdraw the probe tip from the surgical site while the device is active. 9. Do not make probe contact with an arthroscope during activation as it may damage the probe and/or scope. 11. Excessive wear of electrodes may result from vigorous use against bony tissue. The complaint allegation was confirmed based on the customer's attached picture (251785 b.png) which displays part of the ablator' s tip broken off.